Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare ('fph') product specialist that the heater wire connector of an rt225 infant breathing circuit could not be connected to the heater wire adaptor. This was found before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the returned rt225 infant breathing circuit was visually inspected for bent pins and tested to see if the heater wire connector could be connected to the heater wire adapter. Results: the heater wire pins in the inspiratory tube of the returned breathing circuit were bent. This prevents the heater wire adaptor from connecting to the heater wire socket. A lot check revealed no other complaints of this nature for this lot number. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adapter is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Bent pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. (B)(4).